Event description:
Information was received from a patient (pt) with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the pt stated they have been having therapy issues for "quite a while" and reported that it seems like, in the last "6 or 8 months," they have not been satisfied at all with the therapy. Pt reported therapy is not managing their symptoms. Pt stated they have been through all the different programs and they have not found one to be more helpful than another. Pt reported starting in the last "6 or 8" months therapy has been effecting their toes and caused one of their toes to "completely curl". Pt stated they have tried changing programs and stated when they increased stimulation from .9 to 1 on the program they are on it would immediately effect their toe. Pt also reported they have been having trouble sleeping as when they are laying in bed they can feel pulsing in their toes and they don't like it. Agent reviewed therapy and stimulation overview. Reviewed overstimulation information and recommended pt decrease stimulation if uncomfortable/feeling toe curl. Pt reported about three days ago they tried to adjust their therapy settings and stated they usually don't have any trouble but reported at that time they were getting a screen that emergency mode was activated and pt was not able to turn off emergency mode to adjust their therapy settings. Pt was able to successfully deactivate emergency mode on the call. Pt stated now they can adjust therapy settings. Pt stated they have a follow-up appointment scheduled for january. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue/discuss therapy/programming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.